Manufacturer narrative:
The pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled tubing while connected at the site during the fill tubing process and inadvertently delivered 49.1 units of insulin. Food was consumed and customer's blood glucose level was 183 mg/dl. Additionally, the pump displayed an inaccurate fill estimate. Reportedly, the customer continued using the pump for insulin therapy.